Event description:
The customer reported obtaining intermittent, non-reproducible results of zero, for multiple assays and multiple patients, involving the access 2 immunoassay analyzer over two separate days. There was no change or affect to patient treatment in connection with this event. While troubleshooting with a beckman coulter customer technical support (cts) over the telephone, the customer verified the physical location of all reagents on the reagent carousel matched with what was listed within the reagent software. Weekly maintenance, including aspirate probes cleaning and a successful system check had been performed during this event. Quality control (qc) results indicated the instrument generated one level one vitamin b12 qc result of zero, and high imprecision of level two vitamin b12 qc results. Levels two and three of t-uptake qc results also exhibited high imprecision, but all three levels of thyroid-stimulating hormone (tsh) qc results were within the established ranges and precision claim. This report references the event which occurred on (B)(6) 2013. Please refer to medwatch report #2122870-2013-00928 for the report of the event which occurred on (B)(6) 2013.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site for this event. The fse discovered that the main pipettor was loose which ultimately caused intermittent aspiration of air, leading to the intermittent generation of results equal to zero. All associated medwatch reports related to this event: 2122870-2013-00928; 2122870-2013-00929.